Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a pulmonary lobectomy procedure, the device discharged in the stapling. Besides, the staples didn't fix in the tissue once there was not a correct formation of staples from the first load. The device discharged with the second load. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.